Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and found that the protective footplate had been drilled into and was bent/ fractured. Therefore, the reported condition was confirmed. It was determined that the cutter, craniotome and drill were assembled improperly. The assignable root cause was determined to be due to failure to follow instructions for use, which a misuse, abuse and/or error.

Event description:
It was reported that the craniotome device had a broken tip. It was not reported that the device was used in surgery. It was not reported if there were any delays to a schedule surgical procedure. A spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during a craniotomy surgical procedure. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. The reporter verified that pieces of the device did not fall into the patient during the event. The reporter indicated that the event occurred during the month of september, 2014. However, the exact date of the event was unknown. The device evaluation result was corrected from the protective footplate had been drilled into and was bent/ fractured to the protective footplate had been drilled into and broken off. The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the protective footplate had been drilled into and broken off. Therefore, the reported condition was confirmed. It was determined that the cutter, craniotome and drill were assembled improperly. The assignable root cause was determined to be due to failure to follow instructions for use, which a misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.